Manufacturer narrative:
A partial lead with the tip measuring 49.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented for system extraction. The leads were occluding the superior vena cava and the patient no longer required high voltage therapy. The patient was stable post-procedure.